Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received information that this epicardial lead exhibited high pacing thresholds and was surgically abandoned. A new transvenous left pacing lead was successfully implanted. No adverse pt effects were reported.